Event description:
The customer reported that the left monitor was not working.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. He booted the unit twenty times with no problems and examined the log files. He found no monitor errors. The unit is working as intended.